Event description:
The customer reported clear fluid leaked outside, on the right side of the instrument involving the coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the fluid leak was inside the right panel due to a hole in pinch valve tubing, vl42, and consisted of diluent only. The fse replaced the tubing and resolve the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).